Manufacturer narrative:
The manufacturer conducted a documentary review: product sold to this facility met their specifications per documentary review. Without returned product for technical investigation, it is not possible to confirm the reported event "thrombosis". The probable cause is a complication: the related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).

Event description:
On or about(B)(6)2020, patient underwent placement of the angiodynamics xcela power injectable port, reference number (B)(4), lot number 146432000. The device was implanted by dr. (B)(6), md, at (B)(6) hospital in (B)(6) florida, for the purpose of ongoing treatment of chemotherapy. On or about (B)(6) 2022, patient presented herself to viera hospital where it was determined she was suffering from thrombosis and her port was subsequently removed.